Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. The patient said they charged last night while they were sleeping and when they woke up this morning their skin was burned in a circle pattern. Patient did not see any error messages on the recharger. Patient puts the recharger antenna directly on the skin and holds it there with her hand while she goes to sleep. Reviewed recharging recommendations in labeling. Patient said the harness they got is marked right side implant but their implant is on the left. Emailed repair.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.